Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline device that failed to open at the distal end. The patient was being treated for an unruptured saccular aneurysm of the right interior carotid artery. Vessel tortuosity was moderate. It was reported that the pipeline device was prepared according to the manufacturer instructions for use. The pipeline was delivered but the distal end was not opening properly. The device was resheathed several times but still failed to open completely. The surgical team also felt the moving as expected and jumped while opening. The physician removed and replaced the pipeline and the procedure was completed without further issue. The patient did not sustain any harm or injury.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the pipeline flex w/ shield was returned for evaluation stuck within a phenom-27 catheter. The pipeline flex w/ shield pushwire was extending out of the proximal end of the catheter. The catheter lumen was flushed, and water and dried blood were observed exiting the tip. The pipeline flex w/ shield was then pushed out distally from the catheter with resistance observed. The distal and proximal braid sections did not fully open. Both ends of the braid were found damaged and the distal braid was also found frayed. Dried blood was found throughout the braid subassembly. The braid was put into an cleaning solution to dissolve the dried blood. The distal end fully opened, and the proximal end was found slightly tapered. No damages or irregularities were found with the pipeline flex w/ shield pushwire. Based on the analysis findings, the report of ¿failure/incomplete open distal (flex)¿ was confirmed. The braid was found frayed and damaged which could contribute towards the incomplete open. Resistance was encountered when advancing the pipeline flex w/ shield out of the catheter. It is likely the damage on the braid and dried blood contributed towards the resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.